Event description:
It was reported that during a laser prostatectomy procedure, this fiber began to forward fire after 8 to 10 minutes of use. The procedure was completed using a second fiber. No patient complications were reported.